Event description:
Caller states patient tested 3.2 inr on the coaguchek xs pro system while a comparison lab returned as 2.4 inr. No actions taken based on device result. No adverse event reported. Requested return of suspect system however the caller no longer has the test strips; replacement was sent.

Manufacturer narrative:
Caller did not know which strip lot produced the discrepant result. Lots 21821712 (expiration date 06/30/2014) and 21841911 (expiration date 06/30/2014) were in use by the patient at the time of the event. It was unknown if the initial reporter sent report to the FDA. The retention strips for lot 21841911 were tested on a retention meter. No error messages occurred and the retention strips performed as expected. Retention testing for lot 21841911 has not been done. Will not be returned to manufacturer.